Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was noted that the audio bolus button was under response to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage observed on the audio bolus button cover and it was responsive to user input. The bolus button cover was removed and the contact was free of contamination. Unrelated to the original complaint, the battery compartment was observed to be cracked left of the bumper pad.